Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient received a low alert and self-treated with food. As she was out of bg test strips, she self-treated based upon her cgm values and was unaware her bg was high. The patient experienced vomiting, diarrhea, and abdominal pain. The patient does not recall what occurred; per the patient¿s mother, she was found unresponsive in her bedroom. The patient thought she had been in the kitchen. The mother was able to assist the patient to the hallway; however, the patient fell onto the dog dishes between the kitchen and living room. The mother was able to assist the patient to the porch where she fell again. At that point, the mother left the patient there and called emergency medical services who transported the patient to the hospital. At the hospital, the patient¿s bg was over 700 mg/dl; she was admitted to the hospital and treated for diabetic ketoacidosis (dka) and kidney failure. At the time of the report, the patient had been in the hospital for three days, was more coherent but occasionally experienced hallucinations. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.